Manufacturer narrative:
Manufacturers ref# pr391286. Blank fields on this form indicate the information is unknown or unavailable. G4) similar device marketed under PMA/510(k): p140016. Summary of investigational findings: during advancement of zta-p-40-167-w1 (complaint device) through the right femoral artery (reported 9.0 mm in diameter), resistance was felt. The device was then retracted, and the tip of the sheath appeared swollen and crushed. On the operating table, the sheath was withdrawn, however it was not possible to restore it to the original state. The procedure was continued by changing the device with another zta-p-40-167-w1 (pr391290). Access vessels were described as good, and no tortuosity nor calcification were present. No damage was observed on package of complaint device. When operating the replacement zta-device (pr391290), the blue rotation handle was turned in the direction of the arrow until a stop was felt as per IFU, however the bare alignment stent was not expanded. In the end, the bare alignment stent was expanded by pulling the release wires themselves after disassembling the blue rotation handle. At this point, the proximal part of the stent graft migrated to the distal position, so zta-de-42-94-w1 was added in proximal position. No endoleak was observed. No adverse effect on patient. This investigation regards the described advancement difficulties. Zta-p-40-167-w1 was returned without shipping stylet and without one back-end cap retaining clip. Device evaluation findings included: returned device had visible bare stent and disassembled blue rotation handle, the tip of the sheath was extended due to the bare stent, but without any visible indentation, trigger wires were partly retracted, three barbs were protruding the flexor sheath and one circumferential swelling was observed. Further observations/evaluation in lab included a kink in the sheath and a-dim out of specifications. Per device evaluation conclusion, it is unknown whether the before mentioned observation were those referred to in the event, as the device was subsequently deployed before it was returned. The divergent a-dim (distance from dilator tip to the tip of the sheath), three barbs protruding the sheath and part of the bare stent visible likely occurred as a consequence of withdrawing of the sheath and subsequently advancing the sheath again. It was not possible to reproduce the reported failure. Review of the device history record gave no indication of the device being produced out of specification. Per instructions for use (IFU), ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels.¿ based on provided information, it is not possible to establish an exact cause of the sheath damage as device was returned after sheath retraction. Per available information the damage was not observed prior to procedure and as no difficult anatomy or calcification was observed, it is not possible to establish a cause. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: when the introduction system of zta-p-40-167-w1 (lot#: e4009372) was inserted into the right femoral artery, resistance was felt. When it was taken out, the tip of the sheath appeared to have been swollen and crushed. It was confirmed that the sheath could be withdrawn on the operating table, however it was unable to restore it to the original state. The procedure was continued by changing the device with another zta-p-40-167-w1 (lot#: e4151598) (pr391286). As for the replacement device zta-p-40-167-w1 (lot#: e4151598), the blue rotation handle was turned in the direction of the arrow until a stop was felt as IFU says, however the bare alignment stent was not expanded. In the end, the bare alignment stent was expanded by pulling the release wires themselves after disassembling the blue rotation handle. At this point, the proximal part of the stent graft migrated to the distal position, so zta-de-42-94-w1 (lot#: e4002762) was added to the proximal position. No endoleak was observed (pr391290, FDA ref# 3002808486-2023-00062). Patient outcome: no adverse effect on the patient has been reported.